Event description:
A customer obtained non-reproducible, falsely elevated vitros trop I es results from two samples collected from two different patients. Patient 1: 1.89 ng/ml vs. 0.016 ng/ml; patient 2: 0.638 ng/ml vs. <0.012 ng/ml. Both falsely elevated vitros tropi es results were reported from the laboratory. The results were questioned by a health care provider. No inappropriate medical action was taken, and there was no allegation of patient harm. Corrected results were issued by the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, falsely elevated vitros trop I es results were obtained from two different patient samples using the vitros 5600 system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros 5600 system was not performing optimally. An ocd field engineer performed service actions to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation could not confirm that the samples involved were processed in accordance with the sample collection device manufacturer's recommendation. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.